Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located on the abdomen slightly protruding around the patch edges. The reaction was described as itchy with red bumps and cracked skin. On (B)(6) 2017, patient consulted with a dermatologist to receive treatment for the reaction and was prescribed hydrocortisone, which the patient used to treat the affected area. At time of contact the patient's condition was healed. No additional event or patient information was provided.